Event description:
It was reported that during an implant attempt, the right atrial (ra) lead's helix could not be anchored to the myocardium, and upon examination, would not extend without 'popping out'. The physician made several attempts to no avail. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.